Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter was reading inaccurately low compared to another device (hospital device, brand not reported). The complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter was unable to recall the date/time the alleged issue began but stated it first occurred approximately 1 week prior to contacting lfs. The reporter claimed that the patient obtained blood glucose readings of ¿300 mg/dl¿ on the subject meter and ¿532 mg.dl¿ with the other device, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter advised that the patient manages his diabetes with self-adjusted insulin (type and dose not reported) and it is not known what changes, if any, the patient made to his usual diabetes management regimen in response to the alleged issue. The reporter advised that the patient developed symptom of ¿vomiting¿; however, the reporter was unable to recall when these symptoms began. The reporter advised that the patient visited his doctor¿s office on (B)(6) 2017, (time not reported) and that his doctor then sent him to hospital. Upon arrival, the patient¿s blood glucose was reportedly measured at ¿532 mg/dl¿ on the emergency room (e.r) device and he was subsequently treated with IV fluids by a health care professional. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter, that the patient was following the correct testing procedure and that an approved sample site was used to obtain the results. The csr established that the test strip vial was intact, that the test strips had been stored the csr noted that the reporter did not have testing supplies available to test the subject device. The subject products were requested back and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event and received hcp treatment for an acute high blood glucose excursion whilst using the subject device.